Event description:
It was reported by service report that the head right outer siderail panel was cracked. No adverse consequences have been reported.

Manufacturer narrative:
Results: cracked siderail panel.